Event description:
Patient reported that they were hospitalized for nine days due to bacterial infection from a hickman catheter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).